Event description:
Device report from synthes (B)(6) reports an event in (B)(4) as follows: an instrument broke off during disassembly. The ball broke from the upper end of the inner shaft. The broken part was accidentally thrown away. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. Device is an instrument and is not implanted/explanted. A review of the device history records was performed and no complaint related issues were found. Subject device has been received and is currently in the evaluation process. Investigation is on going; no conclusion could be drawn.

Manufacturer narrative:
This device is for treatment, not diagnosis. Additional narrative: the investigation has shown that the button actually is broken in the area of the back side. This device is indicative of too high mechanical strengths while dismantling were leading to this breakage, maybe while use already complying jammed. The complaint cannot be confirmed.